Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified; the weight the device within specification, creases flat and opening extended. A visual and microscopic analysis was performed which identified; two striated openings on anterior. Based on the device analysis, the final assessment is two striated openings on anterior assessed as surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Device has been explanted.